Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), while advancing the device to the target lesion, the distal part of the stent got flared. The stenosed target lesion was located in the severely tortuous and calcified right coronary artery (rca). The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is good.